Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013, with the following findings: pump body is chipped around the cartridge compartment. Pump booted to the verify screen with dim pink contrast. Pump cover was removed and the old screen was removed & replaced with a new test screen, contrast returned to normal with test screen. Pump body is chipped around the cartridge compartment.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and a cracked case. This report is made based on the results of an investigation completed on (B)(4) 2013.